Event description:
It was reported that the patient with this pacemaker system had an infection. The patient experienced a loss of consciousness from a non-arrhythmic heartbeat. The physician provided loss of consciousness was not due to the pacemaker system. Cardiac massage was performed and caused mediastinitis. The pacemaker system was completely removed to prevent the spread of the infection. The patient was treated with antibiotics. No additional adverse patient effects were reported. The pacemaker has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.